Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) reporting elevated atellica im high-sensitivity troponin I (tnih) results for a patient sample that were considered discordant with the negative troponin result from the hospital (method unknown). The quality control (qc) results were within the range at the time of the event. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00199 was filed for the same event.

Event description:
The customer reported a falsely elevated (positive) high-sensitivity troponin I (tnih) patient result for one patient generated on an atellica im 1600 analyzer. The patient sample was repeated, and the result was elevated (positive). The results were reported to the physician as positive and questioned. Because of the positive results, the patient went to the hospital and was tested for troponin with another sample and another system (method unknown). The result was negative. The negative result from the hospital was considered as correct. The patient's wife asked the customer why the sample ID: (B)(6) was positive because the sample from the patient tested at the hospital was negative. The customer then retested the sample ID: (B)(6), and the result was elevated (positive). There are no known reports of adverse health consequences due to the elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00200 on july 06, 2022. An outside of the united states (ous) customer contacted the siemens customer care center (ccc) reporting elevated atellica im high-sensitivity troponin I (tnih) results for a patient sample that were considered discordant with the negative troponin result from the hospital (method unknown). July 29, 2022 additional information: the hospital obtained a result of 5 (normal = <50) for troponin with an alternate method. The sample used in the hospital was collected 6 hours after the sample used in the laboratory (sample ID (B)(6)). Siemens investigated. The quality control (qc) was in range at the time of the event and no other samples were affected which is indicative of a patient specific issue. Details for the alternate method assay were not provided. The alternate method assay may be the troponin t method that measures a different part of the troponin molecule than atellica im troponin I. The sample used in the hospital has also been collected 6 hours after the sample used in the laboratory and so potentially patient values may have dropped by that time as troponin will exhibit a rise and fall pattern after cardiac injury. The customer did treat the sample with heterophile binding tube (hbt) result and the result was 97.18 ng/l. The result did not change which indicates the reason for elevation is not a heterophile antibody. The cause of the elevated result cannot be determined. Siemens cannot rule other non-specific interferents as the cause for elevation. Please note the interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. Differences in methods can also be the cause. Atellica im tnih does not have a claim to match other method troponin values due to differences in antibody binding and sensitivity. In addition, per the IFU there are conditions where elevated troponin I values can be observed in patients without acute myocardial infarction (ami). No potential product issue is observed. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00199 supplemental report 1 was filed for the same event.